Manufacturer narrative:
The inspection has been completed and section h codes have been updated to reflect this. The user facility provided more information regarding the event and section b5 was updated. H3 other text : user facility stated there was no further action needed.

Event description:
It was reported that a transport worker was cut on the top of the foot by the bed. The user facility was unable to provide the serial number. The transport worker saw their primary care physician afterwards; however, did not report any treatment received for the laceration. The user facility stated there was no defect that would have caused the user to get cut. After a consultation with a stryker clinical liaison it was found that this event likely happened due to the user's foot slipping off the brake/steer pedal and coming in contact with the under side of the bed.

Event description:
It was reported that a transport worker was cut on the top of the foot by the bed. The user facility was unable to provide the model or serial number at this time. Additional information regarding the treatment and severity of the laceration has been requested.